Event description:
Information was received from a consumer and a health care professional (hcp) via a company representative regarding a patient receiving morphine 10 mg/ml (dose 5.97 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back syndrome-other. It was reported that the actual residual volume (arv) was 5 ml, and was greater than the expected residual volume (erv) of 1.9 ml. Additionally, when aspirating the drug, they got foam at the very end. The low reservoir alarm occurred after interrogating the pump. The patient stated they were unable to hear the alarm. The patient reported they felt a little more back pain than normal which started a week ago (approximately (B)(6) 2014), and a little more discomfort than usual. There were no motor stalls in the logs. Additional information received from the hcp reported the other medications the patient was taking at the time of the event included norco 5/325 mg, ativan, albuterol, restoril, neurontin, tylenol, duoneb, protonix, compazine, "loord", vitamin d, cal-gest, synthroid, zocor, lisinopril, prozac, oxygen, mylanta, milk of magnesia, tegretol, miralax, dulcolax, and bumetanide. The patient's pertinent medical history included diabetes mellitus (dm), hypothyroidism, interstitial lung disease, hypertension, high cholesterol, anemia, anxiety, depression and trigeminal neuralgia. The patient was told to return to the clinic to re-interrogate the pump. The patient's pump at the next appointment indicated the correct amount that should be in the pump. The hcp stated they needed to check at the next refill to truly see how much medication was used. The patient recovered without permanent impairment. Additional information received from the hcp reported that the arv of 5.0 was greater than the erv of 2.5. They noted there was not a therapy or medical problem; the patient was not having any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.